Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported material could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report further information regarding the event was requested but not received.

Event description:
During an atrial fibrillation procedure, an agilis introducer was advanced into the patient's right atrium via the femoral vein. A string like material was noticed hanging off the proximal end of the sheath. After further inspection, it seemed that this material was connected to the hemostatic valve of the sheath. The sheath was removed and replaced it with a new device to continue the procedure. There were no adverse consequences to the patient.